Event description:
Pt reported obtaining back-to-back blood glucose results of 187 mg/dl and 503 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was received. Pt stated that quality control testing had been performed on the system; however, she could not recall the results. The suspect product was not returned to the MFR for eval.